Event description:
The hd camera head was returned as part of the asset return process. During routine inspection of the device by olympus, a no image issue was found due to a faulty (punctured) cable. There was no procedural or patient involvement in this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process and evaluated. During routine inspection of the device by olympus, a no image issue was found due to a faulty (punctured) cable. Also found was a faded serial plate and the leak test failed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we presume that a cable failure has resulted in poor communication and no image is displayed. It is presumed that the cause of the cable failure was deteriorated by the flooding from the cable perforated part. The event can be prevented by by following the instructions for use, which state: "never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head." It has been over 2 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.